Event description:
The following report was received from the distributor: on apr. 20, 2025. An attempt to cross lesion #7-8 with elunir failed. Upon withdrawing the device, the stent became detached and migrated into the aortic (sinus of valsalva). The stent balloon had not been inflated on (B)(6) 2025. Catheter interposition from left radial artery. Patient's lesions are seen in #7-8. Hyperion and launcher were used for the guiding catheters and sionblue and runthrough for the guidewires. Oct findings showed lipid plaque lesions with virtually no calcified lesions. Xience 2.25? 12 was placed in the distal portion of the originally implanted stent (corresponding to the #8 portion) and posterior dilation was performed with sapphirenc 2.5?15. Xience 2.75 x 15 was placed in the proximal portion (corresponding to the #7 portion). Oct confirmed that the implanted stent was well dilated, and a drug-coated balloon catheter was used for the portion of the original stent. After confirming the absence of perforation by contrast, the guidewire was pulled and final contrast was performed, which showed contrast accumulation in the #6 area. Intravascular ultrasound was used to confirm the #5-6 area, and a dissection was confirmed at the #6 area. A short time later, the patient developed chest pain and an elevated st level. Ballooning the #6 section using wolverine, the st values began to return to normal. An attempt was made to place an elunir 3.5? 44 in the dissection area as a safety measure, but it failed to pass through and could not be detained. When attempting to retrieve the elunir, it got caught on something and only the stent balloon was pulled out. The stent was sticking out from the lmt into the aorta. Stents were retrieved using snare. The entire system had to be removed because the guiding catheter was used in place of the outer tube and removed with snare. Treatment was started again for the dissection lesion. Ivus confirmed that the stent was well dilated and the treatment was completed. "The dissection may have caused the guiding catheter to dissociate. The patient was undergoing dialysis, so something may have gone wrong. This can happen with any stent," the doctor commented."

Manufacturer narrative:
Overall conclusions: 1. The review of the DHR (device history record) of lot#: lnrin0903a indicates that the product was supplied meeting specifications. 2. No deviation of IFU was reported. 3. As neither the device nor the angiogram were provided by the distributor, the investigation was based only on the DHR review, IFU review and the complaint notification. 4. Usually, "failure to cross" event is due to the patient anatomy as calcification or tortuosity, operator technique, ancillary equipment and/or inappropriate device selection (as size diameter or length). 5. The stent dislodgment most likely occurred when the delivery system became entrapped within the lesion and the hospital's physician attempted retrieval. It is probable that force was applied to release the system, which could have caused the stent to dislodge. Alternatively, the dislodgment may have occurred during device withdrawal due to mechanical friction between the stent and the patient's vascular anatomy or lesions. This is consistent with the hospital physician's report from on (B)(6) 2025, which noted, on the oct pictures, the presence of "lipid plaque lesions" within the patient's coronary arteries. This is also confirmed by medinol medical advisor. 6. The results of this investigation indicate that the product was supplied to the customer meeting specifications. 7. No relation was found to medinol's manufacturing processes. 8. The events of this complaint, "stent delivery system, failure to cross, in patient" and "stent, dislodged, while withdrawing the delivery system", are addressed in the dfmea report#: (B)(4). No new risk was identified. 9. According to the physician report, there was no injury to the patient related to the product. 10. No corrective action is required for this complaint.